Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problems were confirmed. The evaluation found that no image was produced when the returned device was tested with olympus, model series 180 scopes; replacement of the video connector was necessary to resolve the problem. A software upgrade to version 4.10 from 3.01 was recommended. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an image was not present upon connecting a scope to the olympus, model cv-190, evis exera iii video system center and the connector pin was observed bent. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the bent video connector socket/pin could not be identified. Olympus will continue to monitor field performance for this device.